Manufacturer narrative:
(B)(4) - the issue of device deployer (handle) break. Stent partially deployed. A visual examination of the returned device found that the stent was partially deployed by approximately 25 mm. The clear outer sheath was slightly kinked. The stainless steel shaft was damaged distal to the distal end of the proximal handle. During analysis it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent, and the inner lumen and stent were withdrawn from the outer sheath. The outer sheath was unable to be moved proximally or distally. The catheter was dissected distal to the distal handle and it was noted that the stainless steel shaft was bent distal to the distal end of the proximal handle. No issues were noted with the profile of the deployed stent; however, the inner lumen was kinked proximal to the distal tip. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stenting procedure within a patient with obstructive cancer at the colorectal transition, on (B)(6) 2010. According to the complainant, the patient's anatomy was tortuous. During the procedure, the stent failed to deploy. It was thought that the tortuosity of the anatomy prevented the stent from being deployed. The stent device and the colonoscope were removed from the patient; however the stent still could not be deployed post procedure. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. The investigation results revealed that the stainless steel shaft (handle) was broken, and the stent was partially deployed. Therefore, based on these results, this event is now deemed reportable.